Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic donor nephrectomy, while stapling the renal artery and vein, multiple staples did not securely form and there was blood loss. The distal staple line was also incomplete which was fixed by clipping over the staple line. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the reloads were fully fired. Staple pushers were visible at the zero cut line for both reloads. Functionally the reloads were loaded into a pmv representative instrument and were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.